Event description:
24g catheter inserted into left median cephalic after 2 failed attempts. Within moments of completed insertion pt became flushed, nauseated, experienced total body itching, skin color became ashen, speech became slurred, lips became swollen, and pt was incontinent of urine and feces. Pt became incoherent and agitated with no palpable blood pressure. Benadryl 50mg ivp was given and pt was transported to ER. Pt had previous catheter for 10 wks while on vancomycin therapy for 8 wks.